Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis was frayed. The clevis did not exhibit any damage. Failure analysis investigation also found the following additional damages: one of the conductor wires was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument also failed electrical continuity testing. The yaw pulley showed no signs of arcing. The yaw pulley was missing a .136 x .055 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was indeterminable how the the piece of yaw pulley broke. It was concluded that the damage to the yaw pulley was likely due to mishandling/misuse. One grip was bent, causing side to side misalignment of the grips. There was a .058¿ offset at the tips, indicating that overloading at the tip. It was concluded that the damage to the tip was likely due to mishandling/misuse. The edge of the distal pulley had mechanical indentations/burrs and the surface had visible scratches. It was concluded that the damage to the tip was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable, wire, pulley and the main tube scratches found during failure analysis investigation could likely cause or contribute to an adverse event if the failure modes were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument was observed to be broken. No missing or fallen pieces were reported.